Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, after the plunger was retracted, the knot is seen; however, when trying to close the knot it seemed as "it did not come preformed, it is released completely" with both proglide devices. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.